Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient was in the clinic with the healthcare professional due to the pump alarming. Upon interrogation, it was determined that the pump was in safe state and logs confirmed that it occurred at 1049 the morning of the report. The patient experienced an increase in spasms, but not withdrawal. The pump was successfully programmed out of the safe state. The device system was used to deliver gablofen. It was later reported that there was no battery reset message noted. The patient did not think any emi was involved. No other troubleshooting was needed or done. The patient was receiving effective therapy and no replacement was planned. It was later reported that the outcome was 'all ok'.